Event description:
The customer reported the subject device exhibited leakages from the bending section cover (a-rubber). An olympus field service engineer (fse) visited the customer site and inspected the device. It was observed there were multiple leakages from the a-rubber. The reported issue was observed while reprocessing the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was foreign material in the forceps elevator and the inside of the light guide lens (lg lens) was dirty. This report is being submitted for the malfunctions found during device evaluation (foreign material in forceps elevator and dirty lg lens). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (leakage from a-rubber) was confirmed and found to be caused by a pinhole on the a-rubber. In addition, service found the adhesive on the a-rubber was detached, the connecting tube was wrinkled, the image guide protector was shaved, the bending angle was out of specification, and the plastic distal end cover was dirty. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial report. Corrected information provided in g2. "Other" should have been india rather than japan.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material adhered to/around the forceps elevator because the reprocessing steps recommended in the instructions for use were not performed completely due to leak of the device. The root cause of this event (foreign material on forceps elevator) was unable to be identified. Additionally, based on the results of the investigation it¿s likely there was corrosion due to fluid ingress or incursion of foreign material through the slight gap at the distal end glue, which caused the inside of the light guide lens to become dirty. However, a final root cause of the reported event (dirty light guide lens) was unable to be identified. The following is included in the instructions for use: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.